Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). DHR - there is no applicable nonconforming product report / nonconforming material report history. The reported complaint was confirmed from the evaluation. A visual inspection found customer applied labels. Functional testing and evaluation found that the lamp, fan harness, and lamp base are melted. Power entry module has worn tabs, bezel is cracked and control board has a dark display. The attenuator switch has contamination on leads.. The underlying root cause for the reported event is unknown. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified. Replace bezel, label, control and stand by membrane, power entry module, lamp, wire lamp, attenuator switch, lamp base, control bd., fan harness, and 2 receptacle plugs to resolve the reported complaint. Device identifier: (B)(4).

Event description:
It was reported that improper lamp installation of the mlx 300w xenon lightsource by the customer caused melting/smoking on the unit. No patient injury reported.